Event description:
Report received of the device powering off during the pt use. The customer contact reported that the pump was delivering 25,000u/500ml of heparin at a rate of 22ml/hr. No further programming parameters were provided. At 2357, the pump alarmed low battery and the nurse reportedly plugged the power cord into an ac power outlet. The pump then alarmed and displayed "infusion idle 2 minutes." The nurse silenced the alarm and "left the room". Reportedly, the nurse "thought the device would resume the delivery after silencing the infusion idle alarm." At 0500, the nurse returned to the pt's room and noted that the pump was powered off and the display was blank. The pt was alert and oriented. A partial thromboplastin time (ptt) was drawn and was reported to be 30 seconds. There were no reported adverse pt sequelae. The pump was removed from clinical service. Therapy was resumed using a replacement device. Reportedly, the pt's hosp stay was extended by one day.